Event description:
While using the davinci and the instrument (large clip applier) broke while inside the patient. All pieces were accounted for and the device was removed from field without further incident. FDA safety report ID # (B)(4).